Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life was recorded. A cs 128 replace battery alarm was recorded in the black box history due to normal wear. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no intermittent condition was found to the power circuit. The returned battery and cartridge caps were used to complete all testing. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of short battery life was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.